Event description:
A malfunction was reported with the code malf 24, and it was noted that there were no notable events leading to this malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.